Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the stryker rep reported that the guides were not used during the procedure. Conclusion: the plausible root cause of this failure mode is not using the guide/inserter as instructed by the surgical technique.

Event description:
It is reported that; tip broke off during surgery. Tip was retrieved and not left in patient. Surgeon does not awl or drill prior to placing screws so more torque is needed when inserting screws.I need to consistently replace screwdrivers for wear and tear.

Event description:
It is reported that; tip broke off during surgery. Tip was retrieved and not left in patient. Surgeon does not awl or drill prior to placing screws so more torque is needed when inserting screws.I need to consistently replace screwdrivers for wear and tear.